Manufacturer narrative:
Additional narrative: manufacture date: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During revision surgery, stem was found to be fixed distally, but loose proximally.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The devices associated to the complaint were not returned for analysis. The DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. The x-rays was reviewed per wi-7915. No implant fracture or implant disassociation were identified. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.